Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had black spots on the screen of the insulin pump. Customer stated that it was like when you put your finger on a computer screen and it leaves a mark. The spots come and go and are not there all the time. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Insulin pump was monitored and had no missing segments or bleeding lcd board noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.